Event description:
Healthcare professional reported a "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product, and ¿the patient has pain and swelling in the left breast, a MRI confirmed excess fluid and the patient is concerned about alcl.¿ this is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, deformation device and white particles in the shell. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional reported, the device has been explanted.